Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the front therapy electrode and red marks on her back from the equipment cutting into her skin. There was no alleged device malfunction contributing to the irritation. The patient's home health nurse applied gauze and over the counter medihoney to the skin irritation. Additionally, the patient's physician advised the patient to remove the lifevest and was prescribed a topical iodosorb ointment for the skin irritation. Follow up indicated that the patient's skin irritation improved.